Event description:
A peg tube that had been in use for 28 days snapped apart as the physician attempted to remove it using the traction method. There was no pt injury according to the report. No further information is available. This report was received from a hosp.